Manufacturer narrative:
(B)(4). Batch # n5300r. The analysis results found that one ec60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: it was reported on the complaint form that, the clamp used on the first device didn't staple or stapled in a wrong way. The jaw did not close, the staples are not closed well. Then, it was reported in follow-up that the first device did not staple. Did the first device cut? Unknown. If the first device did not staple and did not cut, was this because the jaws were unable to be closed? Unknown. Please clarify what was meant by, seating of the suture is not sure? They were not sure of the tightness of the suture.

Event description:
It was reported that during an unknown procedure, the clamp used on the first device didn't staple or stapled in a wrong way. The jaw did not close, the staples are not closed well. Seating of the suture is not sure. There were no adverse consequences for the patient reported.